Event description:
The automated impella controller (aic) was in for service and found to have a malfunction. The aic was noisy and kept restarting during the console check. There was no patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the console (aic) alarm malfunctions and shutdown issues has been completed. Console logs from the reported day of event show an unexpected shutdown and restart of the console, followed by ¿unexpected shutdown¿ alarm and preceded by an onset of pud communication failures, that were not resolved after pud resets. The console was returned for evaluation finding that the issue was not reproduced. There was no noise (from pbm or anywhere else), no unexpected restarts, or alarms. Inspection of the wiring inside the console, however, revealed loose connector of the cable in j16 socket on the pbm board. This connection supplies voltage to pud via 4-in-1 carrier, voltage to epc, and gnd for pud and epc. Observed symptoms described in the complaint are consistent with intermittent loss of electrical connection at this port, and the reported noise might have been related to intermittent operation of the purge motor, rather than pbm board buzzer. Loose connector was most likely result of an error during one of prior pm or fc procedures of the loaner ic9502. Added- h6 component code 4733.